Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced intermittent loss of cgm signal and repeated reconnection attempts when using a dexcom g7 paired to the ilet, with pairing initially failing on the ilet and resolving after guidance to toggle g6/g7 settings, reenter the pairing code, restart the ilet, place the g7 on the same body side as the ilet, and pair to the ilet prior to the dexcom app. Symptoms included transient loss of glucose data from the cgm to the ilet without glycemic excursions. Outcomes included recovery of glucose readings, continued therapy, and no hospitalization. Investigation included review of device usage and performance reports and troubleshooting of the pairing workflow and device placement. Investigation of this case revealed that cgm communication interruptions were consistent with pairing and bluetooth connectivity issues related to setup sequence and sensor placement, with device function restored after correct pairing and optimized proximity. It was concluded, based on previously established findings for similar reports, that the cause was user setup sequence and device-to-sensor positioning affecting bluetooth communication.